Event description:
Caller reports the fourth connector pin on the inform meter appears to have gotten "toasty." Caller states it looked burnt. Caller also reports that a nurse had noticed a "puff of smoke" coming from this meter. No adverse event reported. Requested return of suspect device and replacement was sent.